Event description:
On (B)(6) 2022, the patient¿s mother contacted lifescan (lfs), alleging that the patient¿s onetouch verio reflect meter read inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2022. The reporter claimed the patient obtained blood glucose readings of ¿11.9, 5.2 and 1.8 mmol/l¿ with the subject meter, performed within about 30 minutes of each other; they were unable to recall the exact time difference between the results. The patient manages their diabetes with a fixed dose of insulin. The reporter claimed the patient received their usual dose (0.2 units) of novorapid insulin in response to the ¿11.9 mmol/l" reading. The reporter claimed that round 30 minutes later, the patient felt bad and ¿almost fainted,¿ which is when the reading of ¿1.8 mmol/l¿ was obtained with the subject meter. The patient received a sweet drink as treatment. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca documented that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after being administered insulin based on an alleged inaccurate result obtained with the subject meter.